Event description:
It was reported that "my partner had that procedure and ended up in the hospital for a week due to two abscess's and a terrible blood infection." No additional information is available.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med (contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a